Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) and reported that the bipolar instrument is not firing. The monopolar instrument is working fine. Prior to calling tse, she has replaced the instrument cable and rebooted the erbe generator, but issue seems to be intermittent. The tse viewed system event logs; however, no faults or failures were being reported by the system. The tse asked the nurse to use a brand-new instrument cable, furthermore, to try another port and to swap the fenestrated bipolar instrument to another arm, but due to a surgery is ongoing, surgeon didn't want to perform further troubleshooting steps. Nurse agrees to look for a new cable and to perform recommended steps when clinically possible. The procedure was completing as planned with no reported injury or delay.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the intermittent bipolar issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the field service engineer (fse) replicated and replaced the integrated electrosurgical unit (iesu) to resolve the reported problem. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿bipolar energy not firing¿. Upon visual inspection, the returned unit was found to be in good condition. The unit energized as well as cauterized, and all ports recognized instruments. However, as a safety precaution, the unit will be returned to original equipment manufacturer (OEM) for further investigation. The complaint regarding the bipolar not firing was not confirmed based on failure analysis, which indicated that the device did not contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.